Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a mildly tortuosity, mildly calcified, 85% stenosed, eccentric lesion in the common iliac-external iliac artery. The 7.0mmx59mmx80cm omnilink elite over the wire (otw) balloon expandable stent system was advanced without resistance to the target lesion. However, while positioning the omninlink stent system in the target lesion, resistance was felt. Angiography was checked and it was observed that the stent had moved distally, to the catheter tip. The stent was not deployed. The omnilink stent system was removed with the guide wire and sheath as one unit. An unspecified omnilink stent system to successfully complete the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The stent movement was confirmed. The resistance was unable to be confirmed as it was based on case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.